Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection reflin (1gram, once a day) intraperitoneally and injection fortum (1 gram, once a day, route not reported) for the event. It was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.